Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2011.according to the complainant, post-procedure, the patient experienced mesh erosion, infection, urinary incontinence, pain and suffering.all other information is unknown and unavailable.